Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review as the waveforms showed an acute process around (B)(6) 2025. The patient visited the emergency department on (B)(6) 2025 with chest pain. Their mean arterial pressure (map) was 135. They were then transferred to another hospital. Troponins were negative and their electrocardiogram (EKG) was normal. Following review of the submitted log files, it appeared that the log captured power cable disconnect/low power hazard/no external power during a power change on (B)(6) 2025 at 01:40. The event appeared to have been caused by power to the mobile power unit (mpu) being briefly interrupted. There appeared to have been no pump interruption during the event as the emergency backup battery (ebb) function as intended. The alarm resolved upon reconnection to power module then to battery. The log also captured double power cable disconnect/no external power during a power change on (B)(6) 2025 at 01:56. There were no other notable alarm conditions or parameter changes. The ventricular assist device (vad) functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On (B)(6) 2025 at 01:40, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The backup battery supported the system as intended during this time. The loss of external power did not affect the controller¿s ability to support the pump as intended. Provided information indicated that a v-lock was in use at the time of event, that the ac power cord did not come loose at the wall or from the unit, and that there was a loss of power to the patient¿s house at the time of the event, which was determined to be the root cause of the reported event. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient's home lost ac power during a storm. The power cord did not come loose at the wall outlet and the mpu was not exchanged/removed from service. The mpu had a v-lock connector on the ac power cord.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log files were submitted from (B)(6) 2025 as the patient was admitted with fluid overload. The log file captured some low voltage hazard events in august while using the mpu, it appeared that the mpu may have lost power briefly. There did not appear to have been any other unusual events noted in the log. It appeared that the vad and peripheral equipment functioned as intended.